Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that preparations were made as usual. Backflow was confirmed from the sheath without any issues, and no air was noted either. The farawave was then inserted, backflow was checked, and air was aspirated. However, continuous presence of air was noted at the syringe despite changing the syringe several times and performing air aspiration. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.